Event description:
The surgeon was treating a calcaneus fracture using a foot and ankle set equipped with small and mini fragment implants. He was using a 2.0mm self tapping cortical screw as an interfragmentary lag screw. As the screw approached its intended placement, the head of the screw broke off. The surgeon reported that this failure has occurred in the past, however additional details on these previous failures were not provided.

Manufacturer narrative:
Evaluation summary: it is unknown what load the screw was subjected to upon insertion, or if any off-axis loading took place. A review of the zps screws dfmea showed that this risk was previously identified and mitigated. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Dimensions taken are within specifications. Three of the six product identifiers could be checked and were found conforming. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.